Event description:
Info received indicates the brake/steer will not engage at the head end of the stretcher.

Manufacturer narrative:
The tech found the set screw that retains the hex rod was missing, causing the hex rod to come out. The tech reinstalled the hex rod and set screw to repair the stretcher.